Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). H.6. Investigation summary: "material #: 301746 lot/batch #: 2357883 bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd has initiated further root cause investigation relating to the issue of foreign matter through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that during use of bd vacutainer® flashback blood collection needle they found foreign matter on device cannula, needle or any fluid path component. The following was reported by the initial reporter: on the morning of (B)(6), 2023, the person in charge reported that when opening the needle and puncturing the patient, a foreign object was found on the needle.